Manufacturer narrative:
Block b5 and h6 (device codes) have been updated based on the additional information received on october 01, 2025. Block e1: (initial reporter phone): the initial reporter's phone number is (B)(6). Block h11: investigation results: the mantis clip device was not returned; however, a media analysis was conducted based on two photos provided by the complainant, which showed that the arms were bent and attached. No other problems with the device were noted. With all the available information, boston scientific confirms the reported event of bent clip arms. Media analysis of the provided photos revealed that both arms were bent. It is probable that the bending occurred due to procedural and handling factors. This conclusion is supported by the evidence, which suggests that the user may have attempted to grasp a volume of tissue larger than the clip could accommodate. Such an action can deform the distal section of the clip arms, impairing the jaws' ability to close properly and compromising the clip's attachment to the tissue. The investigation findings and all available information indicate that the most probable root cause is an adverse event related to the procedure.

Event description:
It was reported to boston scientific corporation that a mantis clip was used in the sigmoid colon during a sigmoid polypectomy on an anastomosis procedure performed on (B)(6) 2025. During the procedure, when they tried the clip for closure, one of the clip arms got bent and it did not allow firing. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. Additional information received on october 01, 2025. The problem was on the arm of the clip. They could not deploy the clip due to the clip arm bent. They had to retrieve the clip to avoid any problem while closing. Note: the complainant reported that the device was used in a retroflex position. However, according to the directions for use (dfu), "passage of the resolution 360 clip through a retroflexed or tortuous path, may result in the clip separating from the catheter and potentially kinking or damaging the device."

Manufacturer narrative:
Block b5 and h6 (device codes) have been updated based on the additional information received on (B)(6) 2025. Block e1: (initial reporter phone) the initial reporter's phone number is (B)(6). Block h11: investigation results the returned mantis clip was analyzed through visual and microscopic evaluation, which revealed that the clip assembly was detached, fully deployed, and both arms were bent. Media inspection was performed, and two photos showed the arms bent were attached. No other problems with the device were observed. The reported event of clip arm bent was confirmed. It is probable that the bending occurred due to factors related to the procedure and device manipulation. This conclusion is supported by the evidence provided, which suggests that the customer likely attempted to grasp a large amount of tissue, greater than the clip could close. Such an action can deform the distal section of the clip arm, impairing proper jaw closure and, consequently, the ability to remain attached to the tissue. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a mantis clip was used in the sigmoid colon during a sigmoid polypectomy on an anastomosis procedure performed on (B)(6) 2025. During the procedure, when they tried the clip for closure, one of the clip arms got bent and it did not allow firing. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. Additional information received on (B)(6) 2025. The problem was on the arm of the clip. They could not deploy the clip due to the clip arm bent. They had to retrieve the clip to avoid any problem while closing. Note: the complainant reported that the device was used in a retroflex position. However, according to the directions for use (dfu), "passage of the resolution 360 clip through a retroflexed or tortuous path, may result in the clip separating from the catheter and potentially kinking or damaging the device.".

Manufacturer narrative:
Block e1: (initial reporter phone): the initial reporter's phone number is (B)(6). Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter.

Event description:
It was reported to boston scientific corporation that a mantis clip was used in the sigmoid colon during a sigmoid polypectomy on an anastomosis procedure performed on (B)(6) 2025. During the procedure, when they tried the clip for closure, one of the clip arms got bent and it did not allow firing. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.